Event description:
It was reported that the patient has had an increase in seizures. The patient's battery is also reported to be low; however, the battery status is unknown. A battery life calculation based on known settings estimates 2.1 years until end of service. Attempts for additional information have been made; no additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. The explanting facility is known to discard all explanted products. No additional relevant information has been received to date.

Event description:
Information was received from the physician indicating that the patient had been in the hospital several times throughout the past several months due to increased seizures since the vns has depleted. No additional relevant information has been received to date.

Event description:
Pre-operative diagnostics were received and noted to be within normal limits. No additional relevant information has been received to date.